Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In total (B)(4) devices affected by this issue were released to market. Of these (B)(4) devices, (B)(4) was placed on the market in (B)(4). For information on the first lens distributed to the (B)(4) market please refer to MDR 9611165-2014-00036. Rayner intraocular lenses limited contacted the healthcare facility to obtain information on the whereabouts of the iol. The healthcare facility confirmed that the iol had not been used and remained in their stock. The device is to be returned to rayner and a replacement is being supplied. There is no impact to patients, users or other persons as a result of this event. The seal defect was confined to certain autoclave loads which traced back to one operative task to seal paper pouches on the relevant dates of manufacture. The sealing machine requires an operative to manually feed the paper pouch through the machine to create the seal. Our investigation has found that the seals of the paper pouches affected by this issue were positioned at an angle rather than straight across the pouch. Rayner intraocular lenses limited in consultation with the (B)(4) decided to initiate a field safety corrective action (fsca) in (B)(4). The fsca concerns only the single device released to the (B)(4) market.

Event description:
In (B)(6) 2014 rayner intraocular lenses limited identified internally a potential weakness of the outer paper pouch seal that encases the blister pack. An investigation was instigated in order to ascertain whether the seal width on affected aper pouches were within minimum tolerances (seal width 6mm) as specified by bs (B)(4), "packaging for terminally sterilized medical devices." A 100% inspection was carried out and the investigation concluded that not all seals were within the minimum tolerance seal width. A review of our distribution history identified that (B)(4) of the devices suspected to have a seal width below the minimum tolerance required had been released to the market. The decision was taken to contact the (B)(4) customers and request the return of the devices in their possession. Please refer to MDR 96111665-2014-00036 for details of the first lens.